Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced high blood glucose of 420 mg/dl. Customer did not mention any symptoms related to high blood glucose event. Customer stated that manual injection was used to treat the high blood glucose reading. Customer also mentioned that the insulin pump was exposed to moisture and had a button error alarm. Customer's blood glucose was 121 mg/dl at the time of incident. Customer she went swimming with the insulin pump connected to her and received a button error. Completed button error troubleshooting and confirmed that the time was advancing. Unable to troubleshoot for high blood glucose issue due to button error and moisture damage to the insulin pump. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. Unit received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing . The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.